Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water level alarm, alarming. No other information provided. Patient involvement was unknown.

Manufacturer narrative:
D4 - primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: the reported complaint could not be confirmed/duplicated during functional testing. Other issues were found during visual inspection including, front cover dirty, display label damaged, faded line cord, corroded quick connect, enclosure cracked around the quick connect, water tank cover cracked and leaks. Main block is leaking and dirty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition and age of the device. It was deemed beyond economical repair and was scrapped.